Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hypotension and hospitalization.

Event description:
During a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced low blood pressure during a pd treatment and was hospitalized. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. In the follow-up, it was reported the patient went to the outpatient clinic to perform a pd treatment. The outpatient clinic conducted a test to see if her drain pain was reduced by adding more dialysate solution to her treatment. The patient was in treatment and started to feel ¿bad¿. The patient¿s blood pressure decreased so she was transported to the hospital. The patient remained hospitalized at the time of follow-up, but she anticipated discharge on hospital day 4. Multiple attempts were made to acquire further details concerning this patient¿s hypotension and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced low blood pressure during a pd treatment and was hospitalized. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. In the follow-up, it was reported the patient went to the outpatient clinic to perform a pd treatment. The outpatient clinic conducted a test to see if her drain pain was reduced by adding more dialysate solution to her treatment. The patient was in treatment and started to feel ¿bad¿. The patient¿s blood pressure decreased so she was transported to the hospital. The patient remained hospitalized at the time of follow-up, but she anticipated discharge on hospital day 4. Multiple attempts were made to acquire further details concerning this patient¿s hypotension and hospitalization; however, no additional information was obtained.